Event description:
It was reported that this right atrial (ra) lead had exhibited high pacing threshold measurements. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.